Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe damage error and the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing a probe damage error. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad". Olympus will continue to monitor field performance for this device.

Event description:
An olympus territory manager reported on behalf of a customer, the thunderbeat failed upon initial clinical use. A probe check was performed on both handpieces prior to use, and each passed. The customer was well into the case when the first device did not work, gave an u504 (probe damage) error, and was put aside. Another thunderbeat was opened and between 8-10 minutes into the procedure another u504 error was displayed. Both probes were then cleaned. While cleaning, one of the titanium probes broke off. The second device cleaned was fine. When cleaning the probe that broke off, cleaning did affect the device. It did not break until the handle was squeezed to full compression, the top jaw came bending down and put pressure on the lower jaw. The breaking occurred as the device exited out the 5-millimeter shaft of the instrument. Also, when taking out dried coagulant, there was an increased amount that came out dry. The unspecified therapeutic procedure was completed with a third thunderbeat device. There was no report of patient harm associated with this event. (B)(6)

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; u509 (output deviation) error code. The probe was detached, and the missing portion was not returned. Both switches were checked and found both switches are functional. A visual inspection observed there was some tissue build up. The ptfe pad (teflon pad) had normal wear, no metal exposed, no abnormality. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.